Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins) .for urinary dysfunction/sacral nerve stim and bowel dysfunction/sacral nerve stim. The reason for call, was patient said, they have been getting uti for the last 4 months or so. Patient doesn't usually have a lot of signs of infections until the very last minute. Patient said, it is painful and they don't run fevers. Patient has pain with urination. Patient is wearing more pads and thinks, that is why they are getting infections. Patient is cathing twice a day and has increased stim. Reviewed device function.